Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the reported event. No allegation of product malfunction reported. Multiple attempts have been made to try and retrieve further event information with no customer response. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra..." Warnings, cautions and precautions "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product has been returned.

Event description:
On (B)(6) 2018, a patient underwent a posterior fixation procedure at t9-l4 levels. On (B)(6) 2018, a fracture was detected on the adjacent vertebral body at the l5 level. Reportedly, a revision procedure was planned for (B)(6) 2018 but procedure was not confirmed.